Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use of the device, a cuff breakage occurred. The cuff was released from the tracheal cannula. There was no injury and no patient symptoms or complications associated with this event.